Event description:
It was reported that high impedance was found upon interrogation of the pt's vns. The pt stated that he had not been able to feel stimulation since a week prior to the office visit. The pt's vns has been disabled. X-rays were taken and forwarded to the MFR. Review of the x-rays confirmed a 1.5-2.5 cm lead break was present in the lower neck. It is unk if any trauma or manipulation contributed to the break. Review of the pt's programming history available to MFR found that the system diagnostics dcdc codes had previously been fluctuating from 2 to 0 possibly indicating an intermittent short circuit that may have developed into the lead fracture. Surgery to replace the pt's vns lead and generator is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.